Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0359 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an incident of a fractured PICC. Additional information: (B)(6) 2020- PICC was being flushed when leakage was noticed. Contact was made with infusion services and patient was cannulated in order to administer support therapy. PICC removed (B)(6) 2019 and a new PICC was inserted on (B)(6) 2020.

Event description:
It was reported that there was an incident of a fractured PICC. Additional information: 13/01/20- PICC was being flushed when leakage was noticed. Contact was made with infusion services and patient was cannulated in order to administer support therapy. PICC removed 31.12.19 and a new PICC was inserted on (B)(6) 2020.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A section of the catheter between the 1 cm and 3 cm depth markers was observed to be slightly flattened. Kinks were observed in the catheter approximately 0.1 cm, 1.3 cm, 2.1 cm distal to the molded joint. A circumferential split was observed at the location of the kink approximately 0.1 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough and slightly angular, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split and on the side of the catheter opposite to the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr0359 showed two other similar product complaint(s) from this lot number.